Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator switched to high flow therapy (hft) on its own. The device was in clinical use. There was no report of harm. A philips authorized service provider (asp) evaluated the device and was unable to duplicate the issue. The asp ran the unit for an extended time, manually switching from hft to s/t mode with no issues. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.